Event description:
Patient was just intubated by ed physician with et (endotracheal) tube secured then patient was placed on the ventilator. The ventilator immediately upon being placed on the patient was not delivering volumes. (The vent had just been tested a few minutes prior by rt-respiratory therapist.) Rt immediately noticed the vent was not delivering volumes and took patient off vent and bagged the patient until a new vent could be brought in.